Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient reported to technical support (ts) that a fluid leak occurred during their peritoneal dialysis (pd) treatment. The patient reported that multiple alarms had occurred prior to finding the leak. A heater bag not detected alarm occurred in setup, and patient line blocked alarms occurred during drain 4 and fill 5. The patient cancelled their treatment and when the cassette was removed from the cycler, fluid was identified on the interior cycler head pumps. The ts representative issued the patient a replacement cycler and advised them to notify their peritoneal dialysis registered nurse (pdrn) of the reported event. The exact source of the leak was unknown. It was reported that the patient completed treatment by performing a manual exchange. Upon follow up with the pdrn, it was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The pdrn also confirmed the patient was trained on performing stat drains, as well as manual pd therapy if needed. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cassette used by the patient was not available to be returned for physical evaluation as it was reportedly discarded. The cycler was available to be returned to the manufacturer for evaluation.